Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak, where the nurse stated that when the patient is trying to prime the lines, solution is leaking out of the lines. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the problem. The lot number was not provided, so no batch review could be performed. Therefore, the complaint cannot be confirmed and the assignable cause was not determined.

Event description:
A peritoneal dialysis nurse (pdrn) contacted global technical service (gts) regarding a leak during use. The nurse stated that when the patient is trying to prime the lines, solution is leaking out of the lines. Product surveillance spoke with the peritoneal dialysis nurse (pdrn) on (B)(4) 2012 regarding a leak. The pdrn stated that she did not have the cassette associated with the leak, as far as the pdrn knows the hp was not exposed to the leak. The pdrn did not have the lot number for the cassette set which had the leak problem. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported.